Event description:
It was reported that the patient pulled back right atrial (ra), right ventricular (rv) and left ventricular (lv) leads from original implanted location due to twiddler. Atrial lead was not sensing due to the lead being pulled back. Dislodgment was discovered under x-ray. The leads were explanted and replaced. The patient is recovering.